Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported right side swelling, later identified as "fluid in the region behind the implant" and possible capsular contracture, baker grade unknown. Patient used "various medications and antibiotics" to treat the pain which patient initially attributed to breastfeeding. However, swelling did not decrease and seroma was identified. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side swelling, later identified as "fluid in the region behind the implant" and possible capsular contracture, baker grade unknown. Patient used "various medications and antibiotics" to treat the pain which patient initially attributed to breastfeeding. However, swelling did not decrease and seroma was identified. Healthcare professional reported "intracapsular contracture-grade IV" and "cysts." Device remains implanted.